Manufacturer narrative:
Type of followup (this section was inadvertently left blank on the previously-submitted followup. The correction box should have been checked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). .

Event description:
The patient was revised to address loosening of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number(B)(6). Reason for original complaint asr revision asr xl acetabular system (left) reason for revision: componend loosening. Date of revision: (B)(6)2011 sep 5, 2017: email notification from kennedys received. Patient was revised due to unknown reason. Part and lot information were provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pt is scheduled for an asr revision to address component loosening on (B)(6) 2011.